Event description:
It was reported that the right ventricular (rv) lead impedance was high and there was failure of ventricular pacing. Fracture was confirmed on x-ray. The lead was turned off and was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: kdr901 implantable pulse generator (ipg): (B)(6) 2006; 4524-45 implantable pacing lead, (B)(6) 1999. (B)(4).